Manufacturer narrative:
Additional excluder® device included in this report: pxc141000/11647628. (B)(4). Imaging evaluation findings: post-operative CT images dated (B)(4) 2015 were received by gore, and an imaging evaluation was performed. Centerline reconstruction illustrated what appeared to be a type iii endoleak. There appeared to be approximately 24mm of separation from the contralateral limb to the iliac extender component. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysm enlargement, and rupture.

Event description:
On (B)(6) 2015, the patient was implanted with four gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2015, the patient presented emergently to the facility with a ruptured aneurysm. Computed tomography scan reportedly identified a type iii endoleak contributing to aneurysm enlargement (amount unknown) and rupture. According to the report, the endoleak was the result of insufficient overlap between two components (pxc141400/13374415 and pxc141000/11647628) on the left (contralateral) side. On the same day, the patient was implanted with an additional gore® excluder® contralateral leg component to bridge the component separation and treat the rupture. The endoleak and rupture were resolved, and the patient tolerated the procedure.